Manufacturer narrative:
The manufacturing record evaluation, manufactured date and expiration date have been provided on may 20, 2019. A manufacturing record evaluation was performed for the finished device 30079478m number, and no internal action was found during the review. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Still pending is the manufacturer record evaluation, manufactured date and the expiration date. Therefore, a supplemental report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter and there was clot formation. It was reported that during ablation procedure, the catheter became unusable due to clot formation. It was not known if there was a delay due to the reported issue. It was not known if the procedure was completed successfully. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The clot formation was assessed as a reportable issue.